Manufacturer narrative:
Concomitant product(s): product ID: 3998, lot# v010099, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer representative reported that during a normal battery replacement they found the extension had broken. The extension was bent in the middle of array and the tip was damaged. Because the extension was broken they were unable to fully insert it into the header block of the implantable neurostimulator (ins). The physician performing the revision decided to cut the last four electrodes off of the lead and then insert into the header block. They were advised that this would affect electrodes 4-7 or 12-15 when connected but they still decided to cut the extension. The decision to cut the extension was due to the patient's age and the physician did not want to revise the extension and keep them under anesthesia too long.